Event description:
The lay-user/pt alleged that the buttons on the keypad do not respond. There was product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
The pump returned to animas for evaluation. The results of the investigation were as noted: "ok/down/up/contrast" keys are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.